Manufacturer narrative:
The device was returned and investigated. The reported difficult to open or close (gripper actuation) issue was not confirmed via returned device analysis as functional testing confirmed that the grippers functioned as intended with no issues in actuation. Additionally, the frictional elements and the gripper line were observed to be bent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. All available information was investigated and a definitive cause for the reported difficult to open or close (gripper actuation) could not be determined. The observed bent frictional elements and gripper line appear to be cascading effects of the troubleshooting attempts to lower the gripper which was reported to not have lowered. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other additional mitraclip referenced is being filed under a separate medwatch report number.

Event description:
This is filed for gripper actuation issues. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 with a prolapsed anterior leaflet. A mitraclip (90718u223) was advanced and grasping was attempted, however it was noted that the anterior oriented gripper would not drop. After several failed attempts to lower the gripper, the undeployed clip was removed from the patient anatomy and replaced with a new device. A second clip delivery system (cds) was successfully implanted, reducing mr to 3. To further reduce mr, a third mitraclip (90815u179) advanced and during the first grasping attempt, it was noted that the posterior oriented gripper did not drop. After several failed attempts to lower the gripper, the undeployed clip was the removed from the patient anatomy. At this point, cds 90718u223 was tested outside the anatomy and both grippers were able to be lowered, therefore this clip was introduced into the patient anatomy again. However, once grasping was achieved it was noted that the pressure gradient exceeded 5 mmhg therefore the clip was not deployed and removed from the anatomy. Post procedure mr was 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.